Manufacturer narrative:
(B)(4). The viper 2 lordotic rod was received with the rod assembled onto the screw. A portion of the rod was broken off and not returned. This is consistent with the reported complaint condition, thus confirming the complaint. A manufacturing record review could not be performed as the lot number is unknown. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
On (B)(6) 2017, an initial tlif (transforaminal lumbar interbody fusion) procedure was performed to stabilize l4-5 at a different hospital. On (B)(6) 2019, the surgeon performed a tlif revision procedure and a pps (percutaneous pedicle screw) extension procedure to treat spinal stenosis, stabilizing l5-s1. The poly driver (279734000) broke off against the highly ossified bone. The surgeon removed the fragment and a screw and completed the procedure with replacements less than a 30-minute delay. No further information is available. This complaint involves one (1) device.